Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Corrected device manufacture date. A review of the last three product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from november 01, 2016 to november 30, 2018 was reviewed as it relates to reports for product number mm53120605. A total of one (1) complaint, including this one, was reported. A photo of the used product was received and reviewed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿the patient was admitted to the intensive care unit department and a foley catheter was applied. As soon as the product was applied the foley catheter crumbled in the patient.¿ it was reported cathejell lubricant was used with the catheter. Doctors performed surgery on the patient in order to remove the pieces of the catheter. The patient exhibited skin irritation and minor bleeding due to the surgery, however the product itself did not cause any skin irritation. It was further reported that the device was not inspected prior to insertion and as soon as the product was applied catheter broken/cracked/fractured in the patient.